Event description:
A pt that underwent an acdf in 2005 was returning to the operating room for a revision of the cervical construct due to the screws backing out. A post operative x-ray was obtained in the physician's office at the 6 week visit and showed backing out of the right sided caudal screw. All other screws were locked.